Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging he was unable to check his blood glucose with his onetouch ultra2 meter due to it displaying an unknown message. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient claimed the alleged issue began on the day prior to contacting lfs for assistance at approximately 12:15pm. The patient claimed that earlier that day he woke up in the morning and "didn't feel right and was unable to get out of bed." The patient attempted to check his blood glucose but couldn't get a reading due to the alleged error message. The patient could not recall the exact error message he received when attempting a test on the subject meter. The patient informed the csr that his last reading prior to the reported issue was at approximately 8:30pm on (B)(6) 2011 and reported a blood glucose value of "8.4 mmol/l." The patient manages his diabetes with glyburide 5mg, 2x day as well as blood pressure medication and denied making any changes regarding his usual routine in response to the alleged issue. The patient stated he had not yet taken his diabetes medications. The patient reportedly contacted his relative for assistance who then contacted emergency medical services (ems) because the patient had "difficulty in walking and was weak." The patient stated he did not fall unconscious. The ems arrived shortly after 12:15pm, approximately 10 minutes later, and tested the patient with the hcp meter and reported that the patient's blood glucose was 2.0 mmol/l. They treated him with a tube of glucose gel, retested using the hcp meter, (results unknown) and administered another tube of glucose gel before taking him to the hospital for further observation. The patient was reportedly tested at the hospital but did not recall the results obtained released the following day. At the time of troubleshooting, the cca noted that the patient did not have any subject test strips available at the time of the call for troubleshooting/retesting. Replacement products were sent to the patient. Although the patient was symptomatic prior to the alleged issue, this complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and required medical treatment by an hcp after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow up #1 12/23/2011- correctionupon further review of this complaint, a change in classification was made from adverse event to malfunction. The lfs products involved in this complaint did not cause or contribute to a serious injury. The patient was symptomatic prior to the alleged issue and there was no significant delay in treatment from the time the alleged issue occurred.